Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. The gantry door opened and closed normally during inspection. No parts were replaced or returned for further investigation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not be opened to remove it from around the patient. The door reportedly opened 1 inch, made a clicking sound, and would not open any further. The door was manually opened and removed from the room. This caused a reported delay of 10 minutes to the procedure and the patient was not impacted.